Manufacturer narrative:
The device has been explanted on (B)(6) 2017. It will be returned for analysis. Explant date : updated

Event description:
During a follow-up of performed on (B)(6) 2017, it was not possible to establish inductive telemetry connection with the subject device. Preliminary analysis confirmed the reported inductive telemetry blockage. Rf for remote monitoring setting was programmed off for this device. Patient care recommendations have been provided to explant the device.

Event description:
During a follow-up of performed on 06 march 2017, it was not possible to establish inductive telemetry connection with the subject device. Preliminary analysis confirmed the reported inductive telemetry blockage. Rf for remote monitoring setting was programmed off for this device. Patient care recommendations have been provided to explant the device.

Event description:
During a follow-up of performed on (B)(6) 2017, it was not possible to establish inductive telemetry connection with the subject device. Preliminary analysis confirmed the reported inductive telemetry blockage. Rf for remote monitoring setting was programmed off for this device. Patient care recommendations have been provided to explant the device.